Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned for evaluation. However, it is possible dust and dirt inside the machine contributed to the reported communication error. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the issue with their scopes were due to the processors needing to be cleaned. The following scope communication error codes: e216 and b30 were noted on evis exera iii xenon light source during set-up, diagnostic esophagogastroduodenoscopy (egd), and colon cases. The issue has been ongoing over the last several months. The procedures were delayed for 5 minutes, while the current scope was rinsed and swapped for another device. The procedures were completed using a replacement device. There was no medical intervention required. There was no report of patient harm associated with this event. Related patient identifier: (B)(6). Related patient identifier: (B)(6). Related patient identifier: (B)(6).

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation. An olympus technician came onsite and brought a device used to clean the dust and dirt out of the processors where the scope gets plugged in. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.